Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the tandem user guide: "do not use your pump if you think it might be damaged due to dropping it or hitting it against a hard surface."

Event description:
It was reported that a malfunction alarm occurred. Reportedly, the pump was dropped prior to the malfunction occurring. The customer reverted to manual injections for insulin therapy. There was no reported adverse impact to the customer¿s blood glucose level.per the tandem user guide: "do not use your pump if you think it might be damaged due to dropping it or hitting it against a hard surface."